Event description:
It was reported that the system 7 sagittal saw was overheating at the user facility. Upon follow up, the customer was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported events of overheating was confirmed. During testing it was found that the device had high amps of 8.2 and the drive link was loose. The failed drive link caused high amps and was determined to be the primary failure. A worn drive link can result in increased heat during use.

Event description:
It was reported that the system 7 sagittal saw was allegedly overheating at the user facility. Upon follow up, the customer was not able to provide any further information regarding the reported event.